Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1575, 1675, FDA patient problem code(s): 2199.

Event description:
It was reported that during use the tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there were volume issues with a tray of tubes. 1/4 to 1/2 filled on one flat of tubes. She really did not think it was an issue until she received an email that same day from another site, asking if she noticed any vacuum problems with that lot #. They use both straight needles and winged sets. All the tubes from this lot were removed and they are using a new lot.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that there were volume issues with a tray of tubes. 1/4 to 1/2 filled on one flat of tubes. She really did not think it was an issue until she received an email that same day from another site, asking if she noticed any vacuum problems with that lot #. They use both straight needles and winged sets. All the tubes from this lot were removed and they are using a new lot.